Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 3006705815-2017-07289. It was reported the patient had a fall and afterwards the patient no longer received effective pain relief. The patient had surgery for lead replacement which resolved the issue.